Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon fired the first clip and the tips of the clip came together but the middle of the clips did not occlude. The surgeon removed the clip and a second device was fired. The same problem occurred. The surgeon removed that clip and handed off the instrument. The case was completed with another device. The operating room nurse fired the instrument several more times with the same result. The clips are being returned in a separate container. There was no pt consequence.